Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead fractured in the middle of the night. The local sales representative was contacted about this event but has no additional information to provide. All available data suggests that this lv lead remains in service. No adverse patient effects were reported.